Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the implant coil was found detached inside the introducer sheath. This condition was not reported initially. Additionally, the axium prime pushwire was found kinked between the positive load indicator and break indicator from the proximal end. The pushwire was found broken at the break indicator with the two segments retained by the release wire. The coin was found present but retracted from the lumen stop. The shield coil was found present and intact with the implant coil already detached within the introducer sheath. The axium prime implant coil was found damaged within the introducer sheath. Based on the returned device analysis and reported information, we were unable to determined the cause of implant coil detached from the pushwire. A kink was found on the pusher and a break was found on the break indicator. This is indicative of a manual detachment (breaking hypotube method; an alternative method presented in the instruction for use) attempt. The release wire/coin were found retracted, detaching the implant coil, as designed by the detach elements. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that first coil failed to be pushed through its sheath. Distal end seemed to be closed or flattened, hence coil unable to be advanced. The patient underwent coiling treatment of unruptured, saccular left internal carotid artery (cavernous) aneurysm, measuring 4.2mmx5.1mm. Had to get a third coil (same size) and completed the procedure. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire.